Manufacturer narrative:
Correction information: b4: date of this report b5: describe event or problem g6: follow up #1 h2:if follow-up, what type? There was a typo in some of b5: describe event or problem, which has been corrected.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).

Event description:
The time of event is during procedure. There was no report of patient harm. Video image failure (blackout).

Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd signal wire rupture. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, our technician confirmed that the insertion flexible tube coating damage, the light guide cable coating damage, the light guide cable for control body coating damage, the bending rubber stretched, the lcb distal cover glass scratched, the remote control buttons malfunction, and the remote control buttons worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.